Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw, open and red irritation on their back under the therapy electrode pads. There was no alleged device malfunction contributing to the irritation. Patient used cornstarch and lotion per her physician's recommendations. Follow up indicated that the sore has gotten better.